Event description:
It was reported that during initial priming of a delivery device for a water vapor therapy procedure, the generator prompted error code 465 (water pressure self-test error). The generator was restarted, and a new delivery device was chosen to continue the preparation for a water vapor therapy procedure. During priming of the second delivery device error code 241 (high water pressure (prime) occurred. The staff concluded that the generator maybe contributed to the error codes; therefore, the procedure was cancelled. The patient had been sedated with spinal anesthesia at the time of the observation. The patient was reported to be in stable condition. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of error 465 (water pressure self-test error and device displays) and 241 (high water pressure (prime)) were confirmed as analysis found an electrical fault with the internal delivery cable. The generator passed full functional testing and the product investigation did not identify any potential product issue. Service history record review: the review showed that this generator was installed at this customer's site on 23 march 2021. The generator was fully functional. Technical analysis: the generator was returned and upon receipt was thoroughly analyzed. During functional testing, the generator passed the post (power on self-test) . A syringe and delivery device were connected without anomalies and the generator primed and flushed as per specifications. Visual analysis identified a bad wire in the internal delivery device cable and therefore it was replaced. The plastic enclosure on the generator had minor damages due to normal usage wear; therefore, these parts were replaced. The generator was in overall good physical condition, and it received all required updates. The generator passed full functional and electrical safety testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The service department found an electrical fault within the internal delivery device cable which prompted the error message.

Event description:
It was reported that during initial priming of a delivery device for a water vapor therapy procedure, the generator prompted error code 465 (water pressure self-test error). The generator was restarted, and a new delivery device was chosen to continue the preparation for a water vapor therapy procedure. During priming of the second delivery device error code 241 (high water pressure (prime) occurred. The staff concluded that the generator maybe contributed to the error codes; therefore, the procedure was cancelled. The patient had been sedated with spinal anesthesia at the time of the observation. The patient was reported to be in stable condition. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.